Event description:
It was reported the parkinson¿s disease patient experienced ¿poor¿ effect from their implantable neurostimulator (ins). Impedance testing was performed and found ¿high¿ impedances. It was stated that electrodes 1 and 2 were ¿>4000 ohms¿ and electrode 4 was also ¿>4000 ohms.¿ the patient¿s physician reportedly ¿suspected it was an extension wire issue.¿ the patient was noted to be ¿living in the hospital¿ as of three days after initial report. The patient¿s physician later tried to resolve the issue with an ¿adjustment.¿ the patient was reportedly ¿satisfied with the effect of the adjustment.¿ it was noted the extension was not explanted. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, product type extension. (B)(4).